Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had q lock malfunction. A field service engineer (fse) cleaned the latch terminals, checked alignment, and tested the drawer open and close function multiple times. The unit was also tested through remote cubix, and functionality was verified by customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager qlock would not stop beeping. When the customer powered down and rebooted the system, the qlock remained locked initially, but once the fridge was accessed, the qlock continued blinking and stayed unlocked. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.